Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 24-aug-2009, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional a consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of compounded baclofen at 751.3 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was going through baclofen withdrawal. The event date was provided as (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue present. Regarding diagnostics and troubleshooting performed, an x-ray was performed, and the pump was interrogated. No issues were identified. Therefore, the patient¿s pump was replaced, along with the pump segment of the catheter on (B)(6) 2018. Upon entry, everything appeared normal. The doctor disconnected the catheter and was able to aspirate from the catheter very easily. The doctor elected to change the pump. The doctor looked closely at the catheter with his microscopic glasses and saw something on the inside of the catheter that almost looked like a one-way flap, allowing fluid to be aspirated but not pushed. The doctor decided to replace the proximal end of the catheter upon this discovery. It was indicated the pump and the pump segment of the catheter would be returned to the manufacturer for analysis. It was reported the issue was resolved at the time of the report. The patient¿s status at the time of the report was reported as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. Evaluation of implantable catheter lot/serial number (B)(4) revealed a slight tear inside the sutureless connector (sc) which did not affect the performance of the device during testing in the lab. The catheter was found to be patent and passed pressure leak testing. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.